Event description:
The manufacturer received information alleging a philips CPAP device was burning and very hot to be used. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.